Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported the non osseointegration of one dental implant ti titamax implant (4.1) 3.75x13 mm, but did not provide any other info about the case. The pt presented infection.